Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) /2012 and suture was used. The suture broke when it was drawn out from the tissue. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated and no breakages were observed.